Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reports the last three cannulas used have leaked. The lot number is unknown. No adverse event alleged. Device not available for return.